Event description:
Baxter (B)(4) reported that the spike of a transfer set separated from the spike port of a home choice set during therapy. No pt injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).